Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 had come off the left rail. The field service engineer (fse) examination showed that the front bumpers were missing or damaged, which led to migration of the bearing cage and resulted in the bearings falling out. No photographs of the rails were taken, as the rails appeared normal aside from the missing bearing cage. Main drawer 2.1 was found to be missing the front bumpers, and the left bearing cage was missing. The drawer was replaced, and the pockets were transferred to the new drawer. During installation, the replacement drawer was found to be missing a capacitor on the module controller. The module controller was replaced, and normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 main left side was off the rail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.